Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary 7.1 pocket c5 was not detected on the bus. A field service engineer (fse) reseated the cable and all pockets, then tested the drawer using the hardware test application (hta). The fse also tested the pockets and added the missing bumpers. The system functioned as intended after the field service engineer repaired the device.